Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level, value was not provided. In addition, it was reported that "a black line " was seen on the graph. Customer declined to further troubleshoot with tandem technical support.